Event description:
The following information was report to gore: on (B)(6) 2023, this patient was brought to the hospital with sudden abdominal pain and bilateral lower extremity weakness. The patient underwent emergency surgery for superior mesenteric artery occlusion, acute generalized peritonitis due to intestinal ischemia, right renal artery occlusion, and complete occlusion under renal artery to bilateral common iliac arteries. The patient had a history of chronic atrial fibrillation and had been taking warfarin, but it was reported that one month before the patient was brought to the hospital, the patient had stopped taking warfarin because of an exessive extension of the pt-inr. The patient underwent open superior mesenteric artery thrombectomy and partial resection of the small bowel, aortic-common iliac artery thrombectomy via bilateral femoral artery approaches, and implantation of gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent graft). Two vbx stent grafts were to be implanted from the abdominal aorta to both common iliac arteries using the kissing stent technique. After the first vbx stent graft (bxal085902j) was implanted from the abdominal aorta to the right common iliac artery and reflux was achieved, an attempt was made to deploy the second vbx stent graft (bxa075901j) on the left side, but when the product was delivered to about the abdominal aorta to the left common iliac artery, the stent graft dislodged from the delivery catheter before expansion. Because the left common iliac artery was completely occluded, the stent graft remained in the position where it dislodged, being trapped in the occlusion. The guidewire had been removed from the stent graft. Since this was a life-saving procedure, blood flow was resumed on the right side, and doppler ultrasound showed blood flow in the left dorsal foot artery (blood flow was thought to have been to the foot from the side branches, etc.), the procedure was terminated without expanding the dislodged stent graft. The patient was decided to be monitored. (B)(6) 2023, the patient was discharged ambulatory. However, the patient had residual rest pain in the left lower limb and the abi was unmeasurable, so it was decided to perform a reintervention. On (B)(6) 2023, the reoperation was performed. Through the left femoral artery approach, it was successful to cannulate into the dislodged stent graft, so expansion of the dislodged was performed. After adjusting the landing position while dilating the dislodged stent graft with low balloon pressure, it was expanded to nominal diameter and kissing balloon was performed with the vbx stent graft (bxal085902j) on the right side. In addition, a third vbx stent graft (bxal085902j) was additionally implanted to just above the left internal iliac artery to extend the treatment length distally, and resumption of blood flow was confirmed. After confirming that the left dorsal pedal artery was palpable, the reintervention was completed. Postoperative abi improved to 1.0/1.0, and the rest pain in the lower limb disappeared. On (B)(6) 2023, the postoperative course was uneventful, and the patient was discharged ambulatory. It was reported that the patient's vessels showed severe calcification, tortuosity, and mural thrombus. The physician reportedly stated as follows: there was considerable resistance when the vbx stent graft was positioned during the initial implantation, but I moved forcefully the stent graft, which I believe was the cause of the stent graft dislodgement. The patient's vessels were tortuous and highly calcified, and the vbx stent graft may have been caught by them.

Manufacturer narrative:
H6 b20: the device remains implanted and was therefore not available for engineering evaluation. H6 c19: a review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: ¿using fluoroscopic guidance, advance the delivery system over the stiff guidewire via the angiographic introducer sheath. Advance cautiously, especially if resistance is felt. If excessive resistance is felt, remove the delivery system and introducer sheath together as a unit.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.